Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the glass cap exhibits mild detritus adhesion. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure the customer experienced tip broke off. The first fiber exhibited a "fiber top turned loose" at 282,472 joules and 32:58 minutes of use, the fiber was replaced with a second fiber. This fiber exhibited tip breakage at 337,664 joules and 38:69 minutes of use. The gland was flushed after the procedure. The case was completed with a third fiber. No further information was available. Patient outcome: no damages to the patient reported. No patient injury was reported. This report is for the second fiber.